Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. A manufacturing review was conducted. The lot met all release criteria. The device was returned. The investigation is unconfirmed for the guidewire issues, as the in-house guidewire was able to exit the distal tip of the device. The investigation is confirmed for material separation, as the distal tip was partially separated from the outer catheter. The root cause could not be determined based upon available info. It is unk whether pt and/or procedural factors contributed to the event. The current instructions for use (IFU) states: warnings and precautions: when using the crosser in tortuous anatomy, the use of a support catheter is recommended to prevent kinking or prolapse of the crosser catheter tip. Kinking or prolapse of the tip could cause catheter breakage and/or malfunction. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant / reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.

Event description:
It was reported that the guide wire would not exit the distal tip of the recanalization catheter. Another recanalization catheter was used to perform the procedure. There was no pt injury.